Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded lens which led to corrosion. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign material inside of light guide lens, buckling on connecting tube, knob wire completely cut off, connecting tube has a cut, switch box has a scratch, suction connector has a scratch, objective lens has a scratch, due to discoloration of light guide bundle, illumination is uneven, grip has a dent, due to wear of angle wire, bending angle in right direction does not meet the standard value, connecting tube has a wrinkle, bending section cover has a scratch, connecting tube has a buckling, light guide bundle has a breakage, adhesive on bending section rubber is detached, scope cover has a scratch, universal cord has a scratch, collapse/buckling/ scratch/ cut/ deformation of the insertion tube may decrease functionality, due to wear of angle wire, bending angle in up direction does not meet the standard value, forceps elevator wire was completely cut off. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii duodenovideoscope elevator wire had broken during an unspecified procedure, and the connecting tube was scratched and wrinkled. There was no patient or user harm reported due to the event. The device was returned for evaluation. Inspection and testing found the light guide lens was damaged and had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.